Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that when the patient uses their hd group the ins gets hot and uncomfortable at the pocket and the patient has to turn stimulation off. The heating does not occur during charging. The patient also uses a ld group, but heating does not occur when using that group. Both groups have adaptive stimulation enabled. The rep met with the patient and turned off adaptive stimulation the patient has lost weight, but the heating started to occur before the weight loss. The patient has not had any changes in stimulation therapy. The patient's impedances were in normal range. The patient was also given new programs. No further complications were reported or anticipated.